Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the battery cap returned with the pump was found to be stripped and would not maintain an electrical connection. A test battery cap was inserted and the pump powered on with normal audio alert, display, and backlight. The pump was exercised for 24 hours without any rebooting occuring. The pump's electrical draws were tested and found to be within specifications. The user guide instructs the patient to replace the battery cap at least once per year and that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The patient reported that the pump has been rebooting occasionally for some time. He stated that his blood glucose (bg) has been higher than usual, but has not had any symptoms or presence of ketones. No bg values were given. The patient reviewed the pump with customer support (cs) and found that there is no visible damage to the battery cap or the battery compartment. The patient stated that he was unable to tighten the battery cap to resistance; the patient reported that the battery cap was last changed over 13 months ago. The user guide recommends that the battery cap be changed every six months. The patient performed a battery change while on the phone with cs, and stated that the power issue did not resolve. This complaint is being reported due to the allegation of power loss without visible damage to the pump.